Manufacturer narrative:
(B)(4) follow up. It was reported the needle had a piece of metal stuck in it. Our quality team has completed a device history record review for material number 305127 and lot number 2175239. The review did not identify any abnormalities during the production process that could have contributed to the defect, and all quality tests were within specification. Due to the unavailability of a sample for return, a comprehensive sample investigation could not be conducted. Consequently, the exact cause of this incident remains undetermined. Should you encounter any further issues with our product, we would appreciate the opportunity to perform a detailed analysis. At this time, no further action is deemed necessary.

Event description:
It was reported that bd precision glide needle contained foreign matter. Material #305127; lot #2175239. Verbatim: rcc received a complaint via email. I am reaching out from a physician's office. One of our provider's was going to use one of your needles, unfortunately, it was faulty. The needle had a piece of metal stuck in it, and the physician wasn't able to use it. Was advised to reach out to the manufacturer to follow-up. There was no serious injury or event, just issue with the product. Name: bd precision glide needle. Size: 25g x 1 1/2 (0.5mm x 40mm). Ref: (B)(4). Lot: 2175239. Expiry: 2027-08-31. (B)(4).

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.